Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was returned for investigation along with the cover screw. Visual evaluation of the as returned product identified minor signs of use and dried bone around the external threads but no evidence of any damage. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 37 and was used one day. Pictures or x-ray images of the implant site were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g ¿ october 2019 information identified: "warnings" "precautions" "potential adverse events". DHR review: DHR review was completed for the subject lot number (2018101139). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2018101139) for similar event and no other complaint was identified. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that after removing the tooth on site 37, the doctor noticed that a small portion of the the alveolar septum fractured. Implant was not placed, the doctor performed a bone graft.